Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. Insufficient product identification information was provided and thus a manufacturing record review, complaint history review, IFU/device labeling review and risk management review could not be conducted. The data presented in the aged article does not provide insight or relevance to current clinical outcomes for the product/device. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference case (B)(4). Art: windfuhr, j. P., deck, j. C., & remmert, s. (2005). Hemorrhage following coblation tonsillectomy. The annals of otology, rhinology, and laryngology, 114(10), 749¿756. Https://doi.org/10.1177/000348940511401003.

Event description:
It was reported that on literature review ¿hemorrhage following coblation tonsillectomy¿, after the procedure using an unknown smith&nephew wand, seven patients had post-operational bleeding requiring surgical treatment under general anesthesia. No further information is available.